Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with mild tortuosity, mild calcification and 99% stenosis. After crossing the guide wire, the voyager was delivered toward the lesion and inflated; however, it ruptured at the first inflation of 6 atm. The voyager was changed to another company's balloon and the procedure was continued. There was no effect to the pt. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage, materials, interactions with other devices, anatomy, previously implanted stents, calcification and tortuosity, or insufficient prep. The target lesion was mildly tortuous, mildly calcified and 99% stenosed. It is likely that the balloon material was damaged during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. It appears that the reported balloon rupture is related to the operational context of the product.